Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, proximal left circumflex (lcx) coronary artery. A 2.75 x 12 mm xience xpedition stent delivery system (sds) was advanced with no resistance to the lesion and the stent was deployed at 10 atmospheres (atm). A 3.0 x 12 mm nc trek balloon was used for post-dilatation, at 18 atm at which time a proximal edge dissection was observed. In order to cover the dissection, a 3.0 x 18 mm xience pro stent was successfully implanted. There was no reported clinically significant delay in the procedure. No additional information was provided.